Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was deployed more than ten times in different septal positions, even when electrical parameters were good and threshold good, as the physician performed the pull and hold test, capture was lost and the threshold raised without going down even after several minutes. The physician removed the leadless ipg after five positions to check for clots, and noted the system was clean, no clots observed. Physician avoided apical position to avoid complication. Septal positions were too unstable to ensure pacing for a pace-maker dependent patient. The procedure was terminated. The leadless ipg was not implanted. No patient complications have been reported as a result of this event.